Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an atrial arrhythmia burden alert, with the presenting electrogram (egm) showing an atrial arrhythmia in progress. Device history indicated an atrial fibrillation burden over an extended monitoring period. Further review identified two non-sustained ventricular tachycardia (nsvt) episodes during which oversensing of noise with pacing inhibition was observed, with the longest pause of approximately 3.4 seconds. Battery status was reported as acceptable, and lead measurements were satisfactory. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.